Manufacturer narrative:
For the ten reported events, the two devices were returned to bd and evaluated and the other eight were not returned to bd. The company is still investigating the issue at this time. (Rebp0867, reby0289, recq0591, rebv2098).

Event description:
This report summarizes ten malfunction events. A review of the events indicated that model mc1616 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the ten events, two did not involve patients, and eight involved patients with no reported patient injury. Two patients' age ranged from 32-60 years and one patient's weight was (B)(6) kgs. All other patient age and weight were not provided. One was male and one was female. All other patient gender were not provided.

Event description:
This report summarizes eleven malfunction. A review of the information indicated that model mc1616 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the eleven malfunctions, three did not involve patients, and eight involved patients with no reported patient injury. Two patients' age ranged from 32-60 years and one patient's weight was 81 kgs, and one was male and one was female; however, all other patient information was not provided.

Manufacturer narrative:
H10: of the 11 devices, 11 lot numbers were provided, and lot history reviews were performed. Of the 11 reported malfunctions, 8 devices were not returned for evaluation. Therefore, the investigation for those reported malfunctions is inconclusive. Three devices were returned for evaluation, two are unconfirmed for self-activation and one is confirmed for self-activation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: rebc2098, rebp0867, reby0289, recq0591). H10: g4 (PMA/510k). H11: b5 (event), d2 (report source). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the (B)(4) devices, (B)(4) lot numbers were provided, and lot history reviews were performed. Of the (B)(4) reported malfunctions, (B)(4) devices were not returned for evaluation. Therefore, the investigation for those reported malfunctions is inconclusive. Three devices were returned for evaluation, two are unconfirmed for self-activation and the remaining one is confirmed for self-activation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6(patient code: 2645) h11: b5, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the information indicated that model mc1616 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the eleven malfunctions, two did not involve patients, and nine involved patients with no reported patient consequences. Two patients' age ranged from 32-60 years old and one patient's weight was 81 kg, one of them was reported to be a male and the other one was female. The age, weight, and gender for the remaining patients was not provided.

Event description:
This report summarizes eleven malfunction. A review of the information indicated that model mc1616 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the eleven malfunctions, one did not involve patients, and nine involved patients with no reported patient injury. Two patients' age ranged from 32-60 years and one patient's weight was 81 kgs, and one was male and one was female; however, all other patient gender were not provided.

Manufacturer narrative:
Of the 11 devices, 11 lot numbers were provided, and lot history reviews were performed. Of the 11 reported malfunctions, 8 devices were not returned for evaluation.therefore, the investigation for those reported malfunctions is inconclusive. For one device, self activation was identified. Two other devices have been returned for evaluation and are pending investigation. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.